Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal end. As received, the working channel sleeve protruded, confirming the complaint. A functional assessment was performed and protrusion remained consistent when the distal tip was articulated in all directions. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a, as well as the proximal strands of the working channel sleeve braid remaining attached to the pebax, appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a biliary stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, ehl probe was inserted into the working channel of this device. During lithotripsy, it could be seen on the screen that the working channel sleeve protruded. The issue was noted approximately 15 minutes after the start of the procedure. Although, it was noted that the image (field of vision) was obstructed, the procedure was completed with this device. There were no reported issues with the accessory devices, ehl probe and guidewire, that were used during the procedure. Additionally, no part of the spyscope ds device was detached. There were no patient complications reported as a result of this event.